Event description:
Post-op 10 months x-ray showed lock position had changed. Patient was asymptomatic. Surgeon decided to do a poly swap and found that he had not properly locked the construct. Surgery was successful. Patient post-op asymptomatic.